Event description:
New information received notes noise was still observed via merlin.net during a remote follow-up. Patient has not experienced any adverse event due to noise issue. Patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported oversensing noise was observed on the ventricular lead during a follow-up clinic visit. The impedance of the lead was normal. The lead will continue to be monitored. No further information available.